Event description:
Reportable based on product analysis completed on (B)(6) 2011. It was reported that during a rotational atherectomy treatment procedure, a guide wire restriction occurred. The target lesion was located in the left anterior descending artery. While advancing the rotawire guide wire through the rotalink, it became stuck. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned product analysis revealed that there was foreign matter on the drive shaft of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the plus unit returned was connected to the rotawire inserted in the device. The advancer knob was returned in a forward tightened position. The guidewire was successfully removed from the plus unit when manipulated, through the distal section at the annulus of the burr. The guidewire was removed from the unit and was found to kinked in several locations. Functional testing revealed a slight bend in the handshake connector of the advancer when the device was separated. A guidewire was inserted into the returned plus unit. No issue was noted on the loading of the guidewire onto the advancer unit. A blockage towards the distal end of the catheter drive shaft prevented successful guidewiring of the device. The blockage appeared to be fibers. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).